Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the c-ring plastic arm on the hemopro separated from the device. This was not recognized during the procedure and the procedure was completed as normal. The hospital was unable to provide the exact date of the procedure but indicated that it occurred in (B)(6) 2012. On subsequent office visits, the pt complained of leg pain. On (B)(6) 2012, the pt returned to the physician's office with a clear plastic piece and stated that it was removed from the leg, near the knee. Upon review, the hospital determined that the piece belonged to the hemopro device. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are currently unk. (B)(4).